Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio reported the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system controller pcb assembly at the failure analysis center and determined the cause of the failure to be due to a failure of an integrated circuit chip, designator u61.

Event description:
It was initially reported that the device had a frozen display. There was no pt use associated with the reported failure. Upon eval by physio-control, it was observed that the entire device was locked-up and would not function at all when in this state.